Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant during pocket revision, it was found that the lead was not properly secured to the pulse generator. The lead was securely attached to the device. The patient was fine post procedure.